Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the catheter ablation to treat atrial fibrillation nrg transseptal needle was selected for use. It has been mentioned that the needle was damaged. During the insertion of the sheath, physician experienced discomfort at the hand part. The needle was replaced and the procedure was completed using new nrg needle. No patient complications occurred. The product is not expected to return for analysis as it was discarded.